Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2021 and abnormal in situ measurements were found. The user was re-implanted.

Event description:
The user has stopped hearing with the device after a head trauma occurred on (B)(6) 2021 and abnormal in situ measurements were found. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the user report. This is a final report.